Manufacturer narrative:
The field service engineer discovered the mixing paddle was bent and the gear pump pressure was low. He replaced the bent mixing paddle and increased the gear pump pressure. He performed instrument checks and received acceptable results. He performed vitamin d precision testing with passing results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned non-reproducible elecsys vitamin d assay results on a cobas 6000 e 601 module. The customer provided questionable results for two patients. The initial results were not reported outside the laboratory. The customer performed repeat testing on the patient samples with a 1:2 dilution factor. On (B)(6) 2020, patient 1¿s initial vitamin d result was 60.00 ng/ml with a data flag, and the repeat result was 31 ng/ml. The customer was unable to determine which result was correct, but reported the repeat result of 31 ng/ml outside the laboratory. On (B)(6) 2020, patient 1 was redrawn and recovered a vitamin d result of 16 ng/ml. On (B)(6) 2020, patient 2¿s initial vitamin d result was 60.00 ng/ml with a data flag, and the repeat result was 5.00 ng/ml with a data flag. The customer repeated the sample again straight and recovered a vitamin d result of 7.04 ng/ml. The vitamin d result of 7.04 was determined to be correct and reported outside the laboratory. Patient 2 is a (B)(6) female. The vitamin d reagent lot number used for patient testing was 435504 with an expiration date of 31-oct-2020.